Event description:
It has been reported to philips that the system did not boot up. There was no reported patient or user harm. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The customer informed the philips remote service engineer (rse) that the system was blocked with count down to zero. The flexvision screen showed the layouts and external video signals, but the console's viewing monitor was off. The philips field service engineer (fse) visited onsite and performed the functional analysis. The fse found that there was a power loss in the m-cabinet due to a bad contact from the mains cable of the ts ethernet switch. The fse re-seated the mains cable, restoring power to the ts ethernet switch in the m-cabinet. Analysis of the log file showed no malfunction. After re-seating the mains cable, the system was returned to use in good working order. The codes were updated based on the investigation outcome.